Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received that this implantable cardioverter defibrillator (ICD) was explanted due to infection. This device is no longer in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient's implantable cardioverter defibrillator (ICD) pocket was swollen.there were no additional adverse effects reported as no fever and no pain was manifested. The device remains in service.additional information received that this there was possible infection owever at the moment no intervention was done for the patient. No adverse patient effects were reported.

Manufacturer narrative:
--